Event description:
It was reported that the bd needle ns 23g 1in had foreign matter. The following information was provided by the initial reporter: it was reported that during assembly, one item of material: 304627 - 300800, batch: 5062066 was found with a hair. This concerns: material: 300043756, xref: 304627 - 300800, description: needle,23gx1in, batch: 5062066, qty (ea): 1, internal alb notification: (B)(4). We kindly ask you to investigate the cause of this issue in the specified batch and provide corrective and preventive actions. A sample is available if requested. Thank you for your support. Please don't hesitate to reach out if additional information is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.